Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product codes: nkb, kwp. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that initial procedure was a psf (t12/l1) for osteoporotic vertebral fracture performed on (B)(6) 2023. After surgery, the screws in question were found to be coming off and touching skin. It was also found that the screws had not been inserted into proper places i.e., not inserted into pedicles in the primary surgery. On (B)(6) 2023, a revision surgery was performed. In the revision surgery, th12/l1 left screws were replaced. Rods were bent to prevent inserting set screws to be inserted forcibly, and the surgeon completed final tightening. The revision surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) viper prime cfxfen xtab 4.5x45. This is report 1 of 2 for complaint (B)(4).